Manufacturer narrative:
(B)(4). Concomitant medical products: the patient¿s medications include; rosuvastatin, lisinopril, aspirin, and metoprolol.

Event description:
On (B)(6), 2014, the patient underwent endovascular treatment of an abdominal aortic aneurysm with two gore® excluder® aaa endoprostheses featuring c3® delivery system . According to the report, the trunk-ipsilateral leg component was intentionally positioned and deployed greater than 2 cm distal to the renal arteries in order to preserve patency to a lower left accessory renal artery. On (B)(6) 2016, follow up computed tomography (CT) images identified a type ii endoleak originating from the inferior mesenteric artery (ima). It was reported the aneurysm measured 73 mm. It is reportedly unknown if aneurysm enlargement has occurred. On (B)(6) 2016, it was reported coil embolization of the inferior mesenteric artery (ima) was performed to treat the endoleak. On (B)(6) 2017, follow up CT images showed no evidence of the type ii endoleak.